Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and analysis of the device memory indicated the right ventricular lead integrity alert. Beginning (B)(6) 2016, vt-ns episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and possible fracture on the right ventricular (rv) lead. The lead remains in use. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.